Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) caps (pull ring) came off the patient line of an amia cassette. It was further reported that the cap was off and inside the over pouch. This was observed when opening the cassette packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: b5 and d4 (lot #). Additional information: h6 and h10. B5: it was reported that the cap (pull ring) came off the patient line of two (2) amia cassettes. D4 (lot #): replace h21g15081 with asku (the lot # of the previous 2 events was not reported). H10: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.